Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: plate broke in situ. Additional information has been requested.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was received. A device history records review has been requested.

Manufacturer narrative:
(B)(4): a review of the device history record (DHR), at site of manufacture and site of sterilization, found nothing that would cause or contribute to the reported incident. All parts released from the subject product lot met all visual and dimensional requirements throughout manufacturing.note: blank fields on this form indicate information that is unknown, unavailable or unchanged. (B)(4): placeholder.